Manufacturer narrative:
Patient identifier is not available for reporting. This report is for one (1) unknown 3.5mm locking screw. Part and lot numbers are not available for reporting. Partial part number 212.1xx was reported. This part number corresponds with brand name 3.5mm locking screw slf-tpng w/stardrive recess, length unknown. The subject device is not considered to have been successfully explanted on (B)(6) 2017. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized conservatively for broken screw. It is unknown when this screw became broken and if the screw shaft being retained in the patient will require additional intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during revision surgery on (B)(6) 2017, the surgeon found that the multiloc end cap and an unknown 3.5mm locking screw protruded so he tried to extract both implants. However, the surgeon couldn¿t extract the unknown locking screw and moreover the multiloc screw became loose. Therefore, he extracted the multiloc screw by using pliers. Then it was found the unknown locking screw had broken and the broken shaft part was left in patient¿s bone. The surgery was extended for 30 minutes due to the reported event. This report addresses the intraoperative events. The reason for the revision surgery is addressed and reported in related complaint, (B)(4). Concomitant device: 1x unknown plier this report is for one (1) unknown 3.5mm locking screw. This report is 2 of 2 for (B)(4).